Event description:
It was reported that over a period of time, an ever increasing number of electrode channels show high impedance. The surgical team suspect a broken electrode.

Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.